Manufacturer narrative:
Additional manufacturer narrative: explants of rings at sometime during a postoperative period are typically performed for a failed valvuloplasty repair. Although these typically do not represent a malfunction of the annuloplasty ring, they do require reoperation and therefore are considered serious injury. In this case, the device was replaced by a valve for unknown reasons. The health care provider has provided no information to suggest that there was a malfunction of the device.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device (ring) was explanted after approximately 4 years and 5 months (53.5 months) and replaced by a valve.

Event description:
Reportedly, the device was explanted after an implant duration of 53.5 months due to unknown reasons. The (B)(4) was implanted as a replacement. No further details were provided. Information was learned through (B)(4) registry. The device will not be returned as it was discarded by the hospital.